Manufacturer narrative:
Continuation of d10: 407645 lead implanted: (B)(6) 2008; w1tr03 crt-p implanted: (B)(6) 2021; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited a gradual increase in impedance and chronic high pacing thresholds. It was further reported that the physician ordered that the patient rate be lowered to forty beats per minute (bpm) and reset counters. It was further reported that the patient had been bradycardic periodically into the 30¿s beats per minute (bpm) on telemetry. The current egm showed possible loss of capture on the right ventricular (rv) lead. The ra lead displayed undersensing and oversensing on stored electrograms (egm) resulting in false detections. The ra lead had high undefined bipolar pacing impedance. The leads remain in use. No further patient complications have been reported as a result of this event.